Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve in aortic position. Approximately 8 years later, the patient is presenting with increasing shortness of breath and congestive heart failure with elevated gradients and mild regurgitation. The physician is evaluating the patient for a valve in valve (viv). Per follow-up with the valve clinic coordinator, no intervention will take place at this time as the patient is too high risk for surgical explant and savr as well as high risk for coronary obstruction with a tav in tav procedure. The patient had mild central aortic insufficiency with no leaflet issues noted, a mean gradient of 45mmhg, peak gradient of 84mmhg, pv 4.6m/s by tte; mean gradient of 38mmhg, peak gradient of 64mmhg, and pv 4m/s by tee. The ava by vti 0.5cm2, di: 0.15 by tte and eoa 1.0 cm2, di 0.29 by tee. Per the reporter, the perceived root cause for the increased gradient and mild regurgitation was due to valve degeneration. Per medical record review, according to the transesophageal echocardiogram performed approximately 8 years post implant there was mild regurgitation. The mean systolic gradient is 38mmhg. The peak systolic gradient is 64mmhg. The eoa by continuity equation is 1.0cm^2. There was a 23mm sapien3 tavr present. Findings suggestive of prosthetic aortic valve degeneration with severe stenosis and mild aortic insufficiency.

Manufacturer narrative:
D4 UDI: (B)(4). Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The exact cause of the event was unable to be determined but may have been related to progression of disease, implant duration, and multiple patient comorbidities (obesity, prior cva with dysarthria/aphasia, gerd, resolved lv thrombus, hypertension, acute on chronic hfpef nyha class iii, diabetes mellitus type ii on oral medication with associated nephropathy, ckd stage iii, hld, and non-rheumatic aortic stenosis), and/or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.